Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the batteries placed incorrectly, with the positive and negative end reversed. The batteries were installed backwards leading to back charge and caused batteries to leak.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report leaking battery fluid from the batteries inside the battery compartment of the purely yours ultra breast pump she was using on (B)(6) 2016. She states she was using batteries for the first time and had the ac adapter disconnected from the pump base. Black battery fluid flowed out from the battery compartment onto the car seat but customer was able to wash it, so fluid didn't stain the seat. Customer states she did not come directly in contact with the battery fluid and denies any burn or injury.